Event description:
Additional information provided by healthcare professional: patient developed a "rash" after injection and was treated with hyalase and antibiotics.

Event description:
Additional information provided by healthcare professional: patient was treated with hylase injected to both cheeks as patient had a "history of cheeks being sore to touch not red no temperature." Two days later patient was prescribed a 7 day course of clarithromycin and co-amoxiclav. After 7 days patient was prescribed another course of clarithromycin and co-amoxiclav. Patient is still being observed as cheeks remain itchy on occasion and "post hylase seemed to flare up the cheeks." Patient also continues to take prednisone daily for their polymyalgia.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hot redness, itchiness, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions for use: ¿ "as a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine. Two weeks later patient was injected again with juvéderm® voluma¿ with lidocaine. A few weeks later patient developed "hot redness," "itchy one side," and "infection following filler" that gets worse in the evenings. Patient was treated with hyalase and was prescribed clarithromycin for the infection. Symptoms are ongoing. Patient suffers from polymyalgia and takes a low dose of prednisolone; patient was not taking it at the time of injection but "is taking it now." This is the same event and the same patient reported under MDR ID #3005113652-2016-00961 ((B)(4)). This is the first MDR submitted for the first suspect product, the second injection of juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
The events of occasional sensation on the cheek and patient being worried are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event as follows: precautions for use ¿ "no clinical data is available regarding the efficiency and tolerance of juvéderm® voluma¿ with lidocaine injections in patients having a history of, or currently suffering from, autoimmune disease or autoimmune deficiency or being under immunosuppressive therapy. The medical practitioner shall therefore decide on the indication on a case-by-case basis, according to the nature of the disease and its corresponding treatment, and shall also ensure the specific monitoring of these patients. In particular, it is recommended that these patients undergo a preliminary skin testing for hypersensitivity, and to refrain from injecting the product if the disease is active."

Event description:
Additional information provided by healthcare professional: patient initially had a consultation with the injecting physician and disclosed they had a history of polymyalgia and was taking 1mg of prednisolone. Patient has had the condition and has been taking prednisolone for the past 4 years. Three months later patient was first injected with 2mls of juvéderm® voluma¿ with lidocaine, half to the left cheek ck1/2 and 0.7ml to the right cheek, then a cannula was used for 0.6ml in ck4 area fanning down the right cheek. Two weeks later, after having had no concerns from the previous filler, patient was injected with 1ml of juvéderm® voluma¿ with lidocaine to ck1/2 both sides. Sixteen days after injection patient¿s left cheek felt slightly itchy, a little pink, slightly warm to touch. Patient explained they had increased their prednisolone dose to 4mg as their polymyalgia had been more uncomfortable. It is noted ¿this increase and decrease of this medication is something [patient] has done these last 4 years as [their] condition indicates.¿ upon review the left cheek did not feel warm to touch and had appeared to settle by the time the patient was examined. Patient was prescribed clarithromycin and was injected with hylase to the left cheek only as there were no concerns on the right side. The next day patient¿s left cheek felt itchy and patient was examined again. Patient had ¿no more redness, itching, swelling pain, no heat from either site,¿ patient was ¿just worried and wanted reassurance.¿ four days later the area was calming. Patient was prescribed co-amoxiclav to use if the cheek did not continue to settle but patient never took the antibiotic because the cheek settled. Patient remained on prednisolone. Two weeks later patient had ¿no redness, itching, inflammation, just rarely an occasional sensation on the left cheek only which doesn¿t last long and was settling.¿ patient was still taking 4mgs of prednisolone but the plan was to slowly reduce the dose. A month later patient was reviewed because their cheeks felt sore if they lay on their side. Patient was examined with no soreness when pressing and no redness. Physician told patient if in reducing their dose of steroids any irritation occurred they could rehylase the cheeks. Patient was on 3mgs of prednisolone at this time. Five days later patient decided to have their cheeks hylased since they ached on occasions and patient was ¿worried that in trying to reduce [their] steroids further, the cheeks would start to react.¿ after two days patient noted their left cheek was slightly red, hot, a bit itchy and took some ibuprofen. The physician prescribed clarithromycin for 7 days. The next day patient noted their left cheek was slightly redder and their right cheek now showed some redness so patient was additionally prescribed co-amoxiclav. The patient¿s left cheek looks redder again. Patient has never had a temperature but their cheeks have continued to flare on occasions. No further medications have been prescribed, the physician is now just monitoring the situation.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine. Two weeks later patient was injected again with juvéderm® voluma¿ with lidocaine. A few weeks later patient developed "hot redness," "itchy one side," and "infection following filler" that gets worse in the evenings. Patient was treated with hyalase and was prescribed clarithromycin for the infection. Symptoms are ongoing. Patient suffers from polymyalgia and takes a low dose of prednisolone; patient was not taking it at the time of injection but "is taking it now." This is the same event and the same patient reported under MDR ID #3005113652-2016-00961 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspect product, the second injection of juvéderm® voluma¿ with lidocaine.